Event description:
Follow up with the clinic determined the device had been replaced due to normal elective replacement indicator. It was also reported that the left ventricular (lv) lead had high thresholds, which were likely due to poor placement at implant. The lv lead was capped and replaced.

Manufacturer narrative:
This device was included in a field action, but returned product testing found the device did not perform as described in the field action.

Event description:
The device was returned to the manufacturer with no reason for being explanted and replaced. The device was analyzed and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned, analyzed and it was found there was a ram chip memory error. Also there was normal battery depletion. The analyst commented that for calculating longevity, used nominal values where there were not values available due to the power on reset had wiped out some of the data in the save to disk translated file. Concomitant product: 4194 implantable pacing lead: (B)(6) 2011. 6947 implantable tachy lead: (B)(6) 2008. (B)(4).